Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. Around (B)(6) 2014, imaging identified a distal type I endoleak with the aneurysm measuring 6 cm due to continual aneurysm growth distally (amount of growth unknown). It was reported the distal type I endoleak was caused by disease progression. On (B)(6) 2014, an additional procedure was performed whereby three additional conformable gore® tag® thoracic endoprostheses were implanted for distal extension. Final imaging showed complete resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: patient medications include colace, apresoline, dilaudid, lopressor, normal saline, zofran, tylenol, oxycodone, senokot, and humulin r. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.